Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated and the navigation system functioned as designed. The navigation system then passed a system checkout. Device manufacture date is unavailable. Other relevant device(s) are: product ID: 9733763, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a cranial resection, the navigation system was unresponsive to prompts from the user when navigating in the cranial application software. A hard shut down and restart was performed and the navigation system then functioned as designed. It was reported that prior to restarting the navigation system, the surgeon opted to complete the procedure without the navigation system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.

Manufacturer narrative:
Additional information: other relevant device(s) are: product ID: 9733763, version: 2.2.8. A software analysis was initiated to determine the probable cause of the issue. Software analysis determined that the software was functioning as intended. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that clarified that the navigation system was not unresponsive. Rather, it was reported that the site had difficulties downloading images due to an ip address mismatch which was updated and functionality was restored.